Event description:
It was reported that during a procedure the fiber tip was damaged, and the metal cap was observed to be fractured. The fracture occurred 8 minutes after the procedure began. No fragments remained inside the body. The procedure was completed with another fiber. There were no patient complications reported.